Event description:
On (B)(6) 2011: at 1010 check band alarm. On (B)(6) 2011: at 1013 check band alarmed again just after checking and adjusting band. On (B)(6) 2011: at 0425 another yellow check band alarm, adjusted band. On (B)(6) 2011: at 0424 check band alarm. Checked. Multiple alarms through the course of pt's stay - disturbing to parents when in middle of night. Exp date: sensors (B)(4).